Manufacturer narrative:
Insulin pump was received in with a protruded/loose drive support disk. Cracks to the reservoir tube lip, battery tube threads, a scratched display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer could not insert the reservoir, and the motor was acting crazy. The blood glucose reading was 110mg/dl. Troubleshooting was performed, and the drive support cap came off. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.